Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there during the pretest, it was noted that the balloon of the catheter was damaged; however, there were no missing pieces.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. The visual inspection found no evidence for this reported event. The exact cause of the sample condition could not be determined. During the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that there during the pretest, it was noted that the balloon of the catheter was damaged; however, there were no missing pieces.